Event description:
It was reported that the patient's implantable neurostimulator (ins) 'died out weeks ago' and would not take a change. It was noted that the patient had a scheduled physician's appointment. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) , product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).